Manufacturer narrative:
Concomitant medical products: item# 01.00181.440, lot# 2344267, metasul ldh, head, 44, code j, taper 18/20. Item# 01.00185.145, lot# 2356232, metasul ldh, head adapter, s, -4, taper 12/14-18/20. DHR review: the quality records indicate that this component met all requirements to perform as intended. Review of event description: patient underwent revision due to elevated metal ions. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Conclusion: no further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a notification in july 2008. Zimmer (B)(4) will close this case. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery post implantation due to elevated metal ions. Attempts to obtain additional information have been made; however, no more is available.